Event description:
The initial reporter stated that the administration set tubing had separated and was leaking. Mmd did follow up with the initial reporter, who stated that the patient had minimal interruption and no adverse effects due to the complaint. They stated that they had no additional information about the complaint. (B)(4).

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.